Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was visually inspected and confirms that the tubing has come away from the system stop cock. Glue traces were noted on the system stop cock and the tubing. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined. Trends were monitored and a (B)(4) was opened. At the present time, this complaint is considered closed.

Event description:
The affiliate reported: leakage of csf from the stopcock where icp pressure kit can be connected. According to user the leakage came from the patient line.